Event description:
Customer reported that the screen of his insulin pump is cracked. Customer also stated that the insulin pump has a black line through the screen of the insulin pump. Customer's current blood glucose reading is 240 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.